Manufacturer narrative:
Exemption number e2015055. Six devices were received for evaluation; 6 events were confirmed during testing. Five devices were found to be affected by corrosion. One device was found to have corrosion and wear. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device ran without user activation. Five reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.